Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil was unable to advance through the hub of a non-penumbra microcatheter, despite the physician making multiple attempts. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was lost in transit.